Event description:
Information was received indicating that the pump exhibited a "no disposable, clamp tubing" alarm. It was reported that troubleshooting was not successful. Per reporter pump settings were: rate 46ml/24 hours, residual volume 89 and 77.7 was given. No adverse patient effects were reported. Per reporter no additional information is available

Manufacturer narrative:
Additional contact: (B)(6).